Event description:
It was reported that the roller pump was making a loud grinding noise. There were no adverse consequences to the patient as a result of this event. Note: the date of the event was not provided.

Manufacturer narrative:
Evaluation is in progress, but not concluded.